Event description:
It was reported that the impedance on the atrial lead is low. Noise is noted on atrial high rate (ahr) electrograms (egms) and is able to be reproduced on the atrial lead with pocket manipulation. The lead remains in use and the physician will continue to closely monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: t60a1b implantable pulse generator (B)(6) 2005; icf09b implantable pacing leads (B)(6) 2005. (B)(4).